Event description:
It was reported that the crown of a drill shaft instrument detached from the shaft intra-operatively. No patient impact or adverse events have been reported as a result of this malfunction. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
(B)(4). Report source: foreign: germany. Customer has indicated that the product is in the process of being returned to zimmer biomet for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - drill. Visual examination of the returned product identified the reported item was returned. As returned, the reamer head was assembled and locked onto the flex shaft. Attempts to remove the head failed. A witness mark from the press fit can be seen on the flex shaft. The overall length of the reamer measures over specifications indicating the reamer head has migrated from its¿ intended position. The diameter of the shaft is conforming to print specification. The cutting edges exhibit wear & tear. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.